Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons require longer presses to respond. Customer's blood glucose value was unknown. Customer stated insulin pump had rainbow effect in sunlight which affect visibility. Customer also stated that insulin pump rejects new batteries 4 times and unexplained no delivery. The insulin pump will not be returned for analysis.